Event description:
It was reported by a customer in the USA that an 840 ventilator graphic user interface (gui) had an erratic display. There was no patient involvement.

Manufacturer narrative:
The customer reported to have replaced the graphic user interface (gui) central processing unit (cpu). The covidien customer support engineer (cse) upgraded the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).